Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic total extraperitoneal inguinal hernia repair, the dissecting balloon broke. In order to complete the case, another dissecting balloon was opened and used. No patient harm or extension in surgical time. Current patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.